Event description:
Reportedly (B)(6) 2011, the homechoice machine sounded a system error 2240 (air in line) alarm during dwell 6 of 6. The patient was connected to the machine. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to close clamps. The tsr cycled power to clear and discard supplies and finish with manuals. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.